Event description:
Setting up autofix screw 2.0. One month after appearance of an inflammatory phenomenon with redness and digital swelling in two patients. Inflammatory reaction and local discomfort for patient pain, swelling, local fluid drainage.

Manufacturer narrative:
This device is concomitant and did not contribute to the reported failure. If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device remains implanted.

Event description:
Setting up autofix screw 2.0. One month after appearance of an inflammatory phenomenon with redness and digital swelling in two patients. Inflammatory reaction and local discomfort for patient pain, swelling, local fluid drainage.